Manufacturer narrative:
Concomitant product(s): product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient clarified regarding the ins bulging, steps taken to resolve were the doctor went in and removed the ins from that site, which left a pocket of fluid and the ins was then moved "down to the bottom area." The patient stated this left the leads disconnected. The patient stated the revision occurred in (B)(6) 2015. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) had moved, budging out, was raw, and had fluid underneath it. The patient stated the doctor said it was because she had lost weight. The patient stated her doctor was waiting for authorization from insurance to replace it. The patient stated the therapy was working fine. The patient was wondering what to do if it got infected; she was redirected to the doctor. Medical history includes headache and occipital neuralgia.